Event description:
It was reported that the camera infrared lamp is not working properly. This may result in a limited field of view error; the steady amber led sensor was activated. No patient involved as this was noticed during set-up.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found 6 (six) similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. Visual inspection found that the camera is free of any scratches or smudge markings. The outer case shows no signs of physical damage. A functional evaluation was performed, a review of the event logs revealed a considerable number of 'illuminator current lower than recommended errors' between nov 27 2018 through sep 2019. Upon connection to ndi accuracy assessment kit to evaluate the camera accuracy, the camera error led was illuminated. Upon connection to the ndi configure app the 'illuminator hardware' error was displayed. The camera was connected to a navio system at the 'femur bone removal' screen. Following the warm up period, the camera error led illuminated and the "infrared lamp is not working properly. This may result in a limited field of view." Error was displayed confirming the error observed by the user. The root cause was established to be supplier / raw material fault. No containment or corrective actions are recommended at this time.